Manufacturer narrative:
Device evaluation: the customer reported fluids leaking at base of the pump, and returned one 2420-0007 set, lot is unknown. Upon initial visual examination, the set had no defects or abnormalities. The set was set to run water at 125 ml/hr, and then the defect of pump segment leak was found. The leak was found from a small pinhole in the silicon tubing near the upper fitment of the pump segment. The pump segment leak root cause could not be defined, or traced to the manufacturing process. The potential root cause is clinical practice, and a member of our clinical team has been notified. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had defective tubing. The following information was provided by the initial reporter:. Fluids leaking at base of what was in the channel.